Manufacturer narrative:
Device evaluated by MFR: the product has not been returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2016-01575. It was reported that a puncture burn and pleural effusion occurred. A radiofrequency ablation (rfa) procedure was performed utilizing a rf3000 radiofrequency generator for treatment of right pulmonary tumors. Two lesions of the lower lobe were identified and noted to have decreased in size from chemotherapy. A 4.0/15/15 leveen coaccess was positioned in the first lesion, the lateral segment. This size was chosen to match initial size of the lesion prior to chemotherapy. Ablation was performed in cycles of 4 minutes/60 watts and then 1 minute/60 watts until roll-off was achieved. Using the same pulmonary entry point, the same leveen coaccess was positioned in the lesion of the para-mediastinal segment. The needle was partially deployed, due to contact with the vertebral body. Two ablation cycles were performed; one of 3 minutes 40 seconds and one of 1 minute at 70 watts, until roll-off was achieved. The needle was withdrawn. "Non-significant and non punctionable minor pneumothorax at the end of the procedure." The patient was discharged the following day after a normal radiographic control; without any pneumothorax or pleural effusion. The patient was asymptomatic. The next day the patient was hospitalized emergently for pain and dyspnea. CT scan was negative for pulmonary embolism and did not reveal pneumothorax of inflammatory pleurisy. The patient remained in intensive care for 24 hours. During the hospitalization, a skin burn did appear; approximately 30 cm below the thorax and the entry point of the needle in the right paralumbar fossa. After a pleural drainage, the symptoms disappeared progressively and the wound is healing. The patient is reported to be doing well.

Manufacturer narrative:
Name prefix, first name, last name, initial reporter phone, email address, occupation, device avail. For eval?, returned to MFR. On, device returned to MFR.?, device evaluated by MFR.?, if not evaluated provide code, results codes, conclusion codes: updated. (B)(4).

Event description:
It was further reported that the ablation was successful.

Manufacturer narrative:
Device evaluated by MFR: during incoming service inspection at one rubber foot was missing. The tamper proof seal was present but broken. The returned device passed power-on self-test. The rf 3000 generator failed the pad connector continuity test at the final test; however this appears to be unrelated to the reported issue. The subsequent final tests performed indicate that the rf3000 still met the performance and safety requirements. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the ablation was successful.